Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The elective replacement indicator date was (B)(4) 2013. A patient alert occurred on the same day. (B)(4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.this model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. (B)(4).

Event description:
It was reported that the device longevity was four years and premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.